Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. The patient effects of pain and thrombosis are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation (af) ablation interventional procedure. The sutures of two prostyle devices were successfully placed. The af ablation procedure was completed using the same 8f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly post procedure, the patient complained of pain and swelling in the right thigh. An ultrasound determined a thrombus had formed. Antiplatelet medication was used to treat the thrombus. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.